Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Manufacturer narrative:
Concomitant medical products: aspirin 81mg; citalopram hydrobromide 20mg; clopidogrel bisulfate 75mg; multi vitamin; pravastatin 40mg; vitamin b12 folic acid 500-400 mcg oral tablets. Manufacturing evaluation results will be provided once they are completed. (B)(4).

Event description:
On (B)(6) 2016, the patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system. On (B)(6) 2016, it was reported the physician performed an intervention to address a "kink" or twist in the limb of the trunk-ipsi device. The physician used a 12mm x 4xm angioplasty balloon to treat the area. After ballooning, the area in question had vibrant flow through the limb. The patient tolerated the procedure.